Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user reported elevated blood glucose (bg) levels of 600 mg/dl and subsequently lost connection between their ilet device and libre 3+ continuous glucose monitor (cgm). During the disconnection, the ilet continued to deliver minimal insulin as designed. The user contacted support and was assisted in reestablishing the cgm connection. Later, the user administered an external insulin dose while still connected to the ilet, after which their bg dropped to 58 mg/dl. The ilet alerted to the low bg. The user treated the low bg with food and bg levels returned to range. No outside assistance or medical intervention was required. The user reported feeling well throughout the event.